Event description:
Bsc crm received info that this lead was exhibiting oversensing with pacing inhibitions. No noise could be reproduced with isometrics and pocket manipulation. In a revision procedure, the device setscrews were making appropriate contact and no fluid was seen in header block. Both the lead and the pacemaker were replaced. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. Particularly with regard to the electrical issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. The cuttings in the outer insulation are most likely due to the explanation procedure. The analysis did not reveal any sign of a material or mfg problem.